Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after having a syncopal episode. Interrogation showed egms for ams and high v rates. None of the episodes coincided with date and time of patient symptoms.